Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report missing data on graph in phone application on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.